Event description:
A patient reports while activating a pod the cannula had failed to deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula in the fully deployed position. The pod was observed to complete priming in an expected number of pulses. The pod data shows the pod ran 1826 pulses and completed an immediate bolus before being deactivated by the user. No damages or defects were observed that would cause the cannula to not deploy. No problem was found. Inspection of the soft cannula found that the exposed portion of the soft cannula was partially torn off. This damage caused fluid to fail flowing the complete fluid path and caused the soft cannula to measure shorter than expected at 0.79 inches long. Due to the external nature of the damage, the exact timing and cause of the cannula damage cannot be determined.